Event description:
A malfunction was reported involving a pump with a malfunction code 16-0x20e6. There was no adverse impact on the customer's blood glucose level as it did not exceed any critical thresholds. The pump, which was still under warranty, required replacement. The customer was informed of the need for replacement, and a new pump with serial number 1420067 was provided to ensure the continuity of insulin delivery. The faulty pump was transported by a messenger to the patient.